Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/01/2016 with the following findings: investigation revealed a cracked battery compartment below the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment below the bumper pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 08/01/2016.